Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the serial digital interface (sdi) output port is deformed and the image is not displayed occurred due to failure of the printed-circuit board. The cause of the faulty dx board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the printed circuit board failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported, that the visera elite ii video system center serial digital interface (sdi) output port was deformed and the port could not be connected. There was no report of patient harm associated with this event.